Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-operation interrogation, noise was observed on the lead. Patient was asymptomatic. The lead was explanted and replaced. Patient was fine after the procedure.